Manufacturer narrative:
The technician adjusted the right head brake caster to repair the stretcher.

Event description:
Info received indicates the brake will engage but the right head caster will still roll.